Manufacturer narrative:
Updated fields: d9, h3, h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. No imaging issue was found. In addition, the following non-reportable malfunction was found during the device evaluation: chassis and top cover were corroded. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. The reported issue of 'no image' was not reproduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using, the visera elite ii video system center had a no image issue. The issue occurred during preparation for use. There were no reports of patient harm.